Event description:
The event occurred on an unknown date involving an unspecified 4¿ (10cm) smallbore trifuse ext set w/3 microclave, 3 clamps, rotating luer where it was reported that the customer experienced disconnection during chemotherapy infusion. Blinatum and methotrexate were involved. The c-clip was utilized, and the disconnection occurred in the same location. There was patient involvement but no patient harm reported.

Manufacturer narrative:
It is not known if the device is available for evaluation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Received a photo that was shared by the customer where the component spiro is separated from the item, due to no lot number or item were shared it's not possible to confirm if the spiro detached belong to the item. No additional damage or anomalies on the whole set were observed. Complaint of disconnection / loose connection cannot be confirmed based on the photo shared by customer. The device history report (DHR) couldn't be reviewed due to the lot number for this complaint was unknown.